Event description:
It was reported that pump experienced malfunction, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided pump reset instructions and assisted with reset attempts, but pump did not reset and remained in storage mode, and no additional information was received regarding further actions or outcome. Pump to be replaced. Customer will use a backup pump for insulin delivery.